Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during use. The problem was not solved after restarting; therefore, the device was replaced with a spare machine. The emergency drive was used. No harm to any person has been reported. Due to exchange of the device during use and the reported ¿head error¿ could lead to the pump stop a report is required. The patient data was not shared by customer. The rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge service technician and the "head error" could be confirmed on the rfd. The rfd was sent back to manufacturer for repair. During the investigation by the getinge service department on 2025-03-11 the reported "head error" could be reproduced. Thus, the drive has been send to the supplier emtec for repair. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. Rotaflow console: the device history record (DHR) of the rotaflow console was reviewed on 2025-03-12. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The device was manufactured on 2023-03-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Rotaflow drive: the device history record (DHR) of the rotaflow drive was reviewed on 2025-03-12. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The device was manufactured on 2023-05-09. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during use. The problem was not solved after restarting, therefore the device was replaced with a spare machine. The emergency drive was used. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).